Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.